Event description:
Report received on an under-delivery found during performance verification testing. The pump was returned to the biomedical engineering department with a non-specific, unsigned note that read "pump malfunction". There was no reported patient involvement. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no further information was available.